Event description:
It was reported by the rep that the (2) er420 were used during a laparoscopic appendectomy procedure. It was reported that clips crossed over on both devices. There was no pt consequence.